Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer had difficulty obtaining the blood pressure (bp) using the fiber optic. It was also reported that the console had generated an unable to calibrate optical sensor message. The bp indices were not displayed, but there was a clear arterial waveform. The bp was obtained on a separate radial arterial line and read 130s/40s. The customer attempt to zero several times while pumping, removed the fiber optic and reconnected. However the same message appeared. The insertion was femoral and it was noted that no other mechanical assist devices were in use. It was suggested to transduce the central lumen and disconnect the fiber optic cable, but the customer stated that the lumen was capped and there was no flush. They were then advised that the radial arterial line could be utilized for bp/ waveform in place of the fiber optic. The getinge representative noted that the customer seemed fairly uncomfortable/ timid pressing any buttons or making any changes with the console and they were not comfortable attempting this. They also did not want to lose the arterial line on the monitor. It was advised that this had been done many times as an alternate source for arterial line, but they were insistent that this was not an option. They felt that since they had a waveform, the bp numbers were not needed at the moment and they were comfortable to continue pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer had difficulty obtaining the blood pressure (bp) using the fiber optic. It was also reported that the console had generated an unable to calibrate optical sensor message. The bp indices were not displayed, but there was a clear arterial waveform. The bp was obtained on a separate radial arterial line and read 130s/40s. The customer attempt to zero several times while pumping, removed the fiber optic and reconnected. However the same message appeared. The insertion was femoral and it was noted that no other mechanical assist devices were in use. It was suggested to transduce the central lumen and disconnect the fiber optic cable, but the customer stated that the lumen was capped and there was no flush. They were then advised that the radial arterial line could be utilized for bp/ waveform in place of the fiber optic. The getinge representative noted that the customer seemed fairly uncomfortable/ timid pressing any buttons or making any changes with the console and they were not comfortable attempting this. They also did not want to lose the arterial line on the monitor. It was advised that this had been done many times as an alternate source for arterial line, but they were insistent that this was not an option. They felt that since they had a waveform, the bp numbers were not needed at the moment and they were comfortable to continue pumping. There was no patient harm or adverse event reported. Reported via medwatch # (B)(4): patient had intra-aortic balloon pump (iabp) implanted at 01:50 in the right groin. The sensation plus 7.5 fr 40cc iabp was secured by stat-lock and verified under fluoro. Patient transferred post-operatively to skilled nursing unit. During the shift, the nurse reported that the vital sign numbers on the iabp did not show up and therefore could not be recorded on the chart. The nurse called the iabp representative and balloon pump technician about this issue and neither one was available to come in and fix the problem a the time of the phone call. Causation was that the iabp's fiber optic cable was not working on the iabp (as it was not recording the balloon pump vital signs). The balloon pump technician came in the morning and put a saline flush set up on which enabled the vital signs to be recorded and unplugged the fiber optic cable. The iabp was removed on the a.m. Per the nurse manager, this was both a quality concern with the iabp and user error -- the fiber optic cable failed, but the nurse(s) did not understand the immediate need to have a flush in use. The vendor was contacted and they will offer re-education to the nursing team on the need for continuous flush.

Manufacturer narrative:
Event description updated. Initial report sent to FDA? Updated from "unknown" to "yes". Report source/ other source - please specify updated. Additional reporter name: (B)(6). Additional email address: (B)(6). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were returned. The sheath was returned, attached approximately 40.3cm from the iab. Four kinks were observed on the catheter tubing approximately 57.4cm, 66.2cm, 67.0cm and 67.8 from the iab tip respectively. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, sheath and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).